Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was used during a procedure. According to the complainant, during preparation, when the handle was actuated, only one of the jaws opened. It was unk as to whether or not difficulties were noted closing the jaw. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) only one cup opened, unk if difficulties with closure of jaw was noted. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).